Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/21/2018 that the display device showed a transmitter failed error on (B)(6) 2017. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probable cause was determined to be a low transmitter battery.